Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the skin was snagging in the comb. The device was pulling the skin back. On (B)(6) 2016, it was clarified that the issue occurred on (B)(6) 2016. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that the device was producing an incomplete mesh and the damaged roller, gear, side plates and comb were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher on (B)(6) 2016 revealed minor cosmetic damage to the mesher handle including nicks and scratches. The latching pins engage as intended. There was no apparent damage to the comb. There was minor wear noted to the roller gear and the roller shaft extension end was deformed at the corners. The ratchet handle appeared to ratchet normally. The 1.5:1 ratio cutter, serial number (B)(4), had slight wear to the roller gear and showed slight wear to the cutter blades. The 2:1 ratio cutter, serial number 1506040, had some slight wear to the cutter blades. The test mesh using the customer¿s mesher and ratchet was performed and passed with the 1.5:1 and 2:1 ratio cutters. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the damaged comb, roller and roller gear. The 1.5:1 ratio cutter, serial number (B)(4), had the gear, bushings and collars replaced and produced a passing cut. The 2:1 ratio cutter, serial number (B)(4), had the gear, bushings and collars replaced and produced a passing cut. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the repair the service technician replaced the damaged comb. While during the repair the service technician replaced the damaged comb, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the skin was snagging in comb. The device was pulling skin back. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.